Event description:
Additional information was received that the physician will continue monitoring.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms continue to be observed. A 1.1 and 21 joule shock was delivered and shock impedance measurements were noted to be in the 50-60 ohms range. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No additional adverse patient effects were reported. The physician will continue monitoring.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardiovearter defibrillator (ICD) nd right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.